Event description:
The contact stated, the customer tested his blood glucose and received readings of 293 and 43mg/dl. Later that day, the customer received readings of 453 and 43 mg/dl. The readings were taken within minutes of each other. The difference between the readings falls in the "d" zone of parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.